Event description:
Customer reported that the summit gave error 211. Customer then entered the barcode label using the hand scanner. The hand scanner misread the barcode label 011fk05647 as "011ff25608". Intermec wedge reader connected to workstation. No death or serious injury was associated with this incident.